Event description:
It was reported by the affiliate that during a laparoscopic nephrectomy, clip scissoring around the renal artery potentially causing damage to the renal artery. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.